Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a lower than expected thyroid stimulating hormone (htsh) result generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory, but did not match the clinical picture. Subsequent testing on the same and on an alternate instrument produced higher results that better matched the clinical picture. There was no report of death, injury, or change to patient treatment connected to this event.

Manufacturer narrative:
The sample was collected in a lithium heparin tube with a gel barrier and was centrifuged for 3 minutes at 5200 rpm. The sample was aspirated from the primary collection tube via the automation line. Qc was within the established ranges prior to and after the event. Service was on site on (B)(4) 2011, and the field service engineer (fse) corrected alignment of a reagent pipettor. The fse replaced sample probe, and also replaced reagent pipettor tips and peri pump tubing as a precaution. The fse performed all necessary alignments and adjusted the ultrasonics. The fse performed system checks and a precision run. All results met the specifications. Although hardware issues were addressed, no definitive root cause for this event could be determined.